Event description:
A report was received that the patient was experiencing surgical pain at the lead incision site. An injection for pain was administered. The patient was doing well.

Event description:
A report was received that the patient was experiencing surgical pain at the lead incision site. An injection for pain was administered. The patient was doing well.